Manufacturer narrative:
(B)(6). Livanova (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The device was requested to be returned for investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Additional comment on (B)(6) 2018: (B)(4) was submitted on (B)(6). Due to an error message: "phone number suffix must be 4 digits", not successfully submitted.

Event description:
Livanova (B)(4) received a report that a s5 double head pump is displaying an error message. There was no patient involvement

Manufacturer narrative:
The defective pump was returned to livanova deutschland for further investigation. During the investigation on site the reported failure could be reproduced. In the hardware analysis a defective component was identified as root cause of the reported issue.